Event description:
It was reported that the atrial lead dislodged 48 hours post implant confirmed on x-ray. The atrial lead explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), lead, implanted: (B)(6) 2015. (B)(4).